Event description:
A nurse reported that after intraocular lens (iol) implantation, the patient had halos, starburst and cloudy periphery. The lens was explanted and replaced with non-company lens in a secondary procedure. Additional information received stated that patient's right eye was involved and the patient's issues had been resolved.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned for further evaluation. Light scratches are observed on both the anterior and posterior sides of the optic. A small nick is observed to the outer edge of a haptic in the distal area. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge. The file also indicates the use of a company handpiece and a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The company (2.25), 16.5 diopter (add power +2.2/+3.2) lens was replaced with a monofocal lens. The manufacturer internal reference number is: (B)(4).